Event description:
It was reported that t2 couldnt be deployed during bucket handle meniscal tear operation. No delay was reported and backup was available to complete the procedure.

Manufacturer narrative:
A (B)(4) fast-fix 360 curved needle delivery system device was returned. The complaint stated: ¿it was reported that t2 couldn¿t be deployed during bucket handle meniscal tear operation.¿ factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. The product did not show any obvious damage. The needle was straight. The device cycled and actuated as expected. There were no anchors or suture returned to evaluate. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadequate tissue condition. 2) inadvertent force involving twisting, bending manipulation of the delivery needle. 3) difficulty with reaching the desired tissue location. 4) incomplete needle penetration through meniscus. No mechanical problem was found with the device returned.